Event description:
It was reported that a patient's device is at eos pulse disabled and it was stated by the physician's office that they believe the battery should have lasted a little longer. The programming history data was reviewed however data was only available from date of implant when the patient's device was programmed off. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR #1 inadvertently reported that the patient's device was not received by livanova to date as it had been received to date.

Event description:
The patient's generator was received into analysis and product analysis (pa) was completed. The pa lab findings revealed that the generator exhibited normal consumption rates and did not prematurely deplete. No additional relevant information has been received to date.

Event description:
The patient's generator data was reviewed and the review revealed that based on the data available that the patient's generator exhibited normal battery depletion. Information was also received that the patient's device was replaced due to being at end of service (eos). The patient's generator has not been received into analysis to date. No additional relevant information has been received to date.